Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. There is no allegation of malfunction or failure against this device, therefore an assignable cause of undetermined will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient suffered distal thrombi. It was reported there was a possible relationship between the adverse event and subject catheter device used in the procedure. It was reported the stroke (disease under study), the thrombectomy procedure and the underlying condition were related to the adverse event. The event resolved with clinical sequalae on the same date. No further information is available. After reviewing the additional information received from medical safety on (B)(6) 2023, it was clarified that the distal thrombi is related to a non-stryker stent. There was no malfunction or allegation alleged against the subject catheter. Based on this information, this event does not meet reporting criteria anymore. The event is deemed non reportable.

Event description:
It was reported between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient suffered distal thrombi. It was reported there was a possible relationship between the adverse event and subject catheter device used in the procedure. It was reported the stroke (disease under study), the thrombectomy procedure and the underlying condition were related to the adverse event. The event resolved with clinical sequalae on the same date. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.